Manufacturer narrative:
This report is submitted on 31 march 2020.

Event description:
It was reported that due to unknown reasons the patient's device was explanted (date not reported). Analysis of the device has confirmed a device failure. Should further information be provided a supplementary report shall be filed.